Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that a vena cava filter was implanted approximately 5 months ago and during a scheduled filter retrieval fluoroscopy demonstrated two detached limbs: one limb was embedded in the ivc wall and the second limb was found in the pulmonary artery. A snare was used to successfully retrieve the filter and limb embedded in the ivc wall without incident. Reportedly, the second limb was captured with the snare; however, the limb slipped out of the snare and remains in the pulmonary artery. No reported pt injury.